Event description:
It was reported that patient presented in clinic for follow up. It was noted that patient's implantable cardiac defibrillator exhibited post paced t wave over-sensing. Programming changes were made resolving the issue. There were no patient consequences.

Manufacturer narrative:
Further information requested, but not received yet.